Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 500s-range mg/dl, 300s-range mg/dl, and approximately 190 mg/dl. Customer was possibly injected with humulin insulin (amount not provided) based upon the approximate reading of 190 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.